Manufacturer narrative:
Implant slipped into the maxillary sinus and had to be removed in the same surgery. Another surgical intervention wasn`t necessary. No product problem detected. Deficiencies in patient evaluation, preoperative diagnostics, and treatment planning - very soft bone. Dentist should have consulted instruction for use to prevent this from happen.

Event description:
Implant slipped into the maxillary sinus and had to be removed in the same surgery. Another surgical intervention wasn`t necessary.